Event description:
On march 8, 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultrasmart meter was prompting an "error 5" message. Per the one touch ultrasmart owner's booklet, this error message indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged error message began to appear at an unspecified time in 2009. The cca noted that the patient manages are her diabetes with insulin; however, it is unclear what action, if any, she took regarding her diabetes management as a result of the issue. Sometime after the alleged issue began, the patient claimed she developed the symptom of thirst. The cca noted that the patient claimed she took "more insulin" (type and dose unknown) either on the afternoon or evening of the event. However, it is unknown if she took the additional insulin prior to or after developing the symptom. At the time of troubleshooting, the cca noted the patient was using the correct testing technique and that the test strips appeared in good condition. However, the issue remained unresolved, even when the patient attempted to test with a new vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.